Event description:
On 19/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6)2022 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime daily (dosage, duration unavailable). The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2022 for methicillin-susceptible staphylococcus aureus (mssa), and the patient¿s vancomycin and ceftazidime were discontinued. The patient was prescribed ip cefazolin daily (dose, duration unavailable) and was discharged on (B)(6) 2022 in stable condition. Pdrn attributed causality to a touch contamination event, due to the family not assisting the patient with ccpd therapy. The patient admitted touching the pd catheter (not a fresenius product), frequently without performing proper hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).